Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000158, serial/lot: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was unable to move in and out. The probable cause was suspected to be an x-stage cover inhibiting movement. Additional information was reported by the manufacturer representative stating that the system was able to complete a case without a workaround. There was no patient involvement.